Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device replacement there was difficulties in unscrewing the proximal screw of rv sense/pace connector. Another tool was used to successfully complete the procedure, and there were no further complications. The patient condition was good. Device will not be returned for analysis.